Manufacturer narrative:
Since two 3m unitek products were involved in this event, two manufacturer reports are being filed. The current manufacturer report is related to the second device and manufacturer report 2020467-2017-00003 is related to the first device.

Event description:
On october 27, 2017, 3m was notified by an orthodontist that the top layer of enamel broke off a (B)(6) male patient's tooth (#3) upon debonding of a 3m unitek apc flash free victory series fit buccal tube. 3m unitek transbond plus self-etching primer was used to place the bracket. The orthodontist sent the patient to their dentist to have the tooth repaired. Upon follow-up by 3m with the orthodontist, it was learned that the enamel damage was down to dentin and the orthodontist reported that the tooth appeared to be normal prior to this event.